Event description:
On 03/5/2012, the patient contacted animas alleging that the pump began pushing insulin out a few days ago during the load step. The issue reportedly occurred several times. The patient reportedly removed the battery cap to prevent the cartridge from being completely emptied. It was indicated that the patient was disconnected from the pump each time he tried to load another cartridge. He stated that he stopped the piston rod with his finger and then tried to go straight to the prime step but that the pump emitted a 'no prime' warning. The patient reportedly used 2 to 3 cartridges from the box and that the issue was not resolved. He denied forgetting to insert the cartridge during the load step. The patient was confirmed to be using a back- up plan and was taking insulin shots via a syringe. This complaint is being reported due to the alleged 'no cartridge detected' issue with the pump.

Manufacturer narrative:
Recall # 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.